Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose level was 22.2 mmol/l and 26.4 mmol/l. The customer did not report symptoms as a result of high blood glucose level. Customer was treated with insulin pump for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege insulin pump was under delivering. The customer did use auto mode feature. The device will not be returned for analysis.